Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was implanted by the surgeon then removed, no reason was given. The surgeon changed his mind and used another lens instead. In follow-up, it was reported that the removal and replacement occurred during the same procedure. An incision enlargement and a vitrectomy was performed. Reportedly, the patient was discharged to home day of the surgery.

Manufacturer narrative:
A review of the manufacturing records was conducted. Results revealed the device was manufactured within specifications. There was no associated deviation or non-conformity associated with the complaint found in the review. The device met manufacturing release specifications. The directions for use were reviewed and found to adequately provide instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. Evaluation of the returned product was conducted. The lens was observed with particles and viscoelastic residues in the optic zone. The condition is compatible with a handled lens. The haptics looks positioned and in good condition. Manufacturing or major defects were not identified in the return iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR: the date received by manufacturer was indicated as 08/20/2015. The correct date is 08/26/2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.